Event description:
Event description guidant received information that during the implant procedure as this ventricular lead was attempted to be positioned, the stylet pierced through the lead. The lead impedance measurements were then greater 2500 ohms during testing. The lead was removed from the patient, inspected and it appeared the stylet had pierced the lead. There were no patient adverse effects.